Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported during lead implant on (B)(6) 2018 impedances were good but when the physician removed the guide tube/cannula keeping the lead in place it was as if it got hung up on electrode 3. It was reported contact 3 may have been somewhat raised. The physician took forceps and compressed the contact to reduce its profile. Then he was able to remove the cannula like normal. The physician reported all the impedances were normal and close in range. A possible out of box failure was reported. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. The patient weight was updated.